Manufacturer narrative:
Concomitant medical products: product ID 30576sc, product type: screening device. Product ID 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient that started the advanced evaluation today, (B)(6) 2016. It was reported that the battery controller died and there was pain in the feet from stimulation. The patient needed to wait for her child to assist. The patient was advised to replace the batteries and turn stimulation down when possible. Additional information received from the healthcare provider (hcp) on 2016-jul-19 reported the following symptoms that are unknown to be related to the device or not: incomplete emptying of bladder/urinary retention, vaginal enterocele, herniation of rectum into vagina, constipation, cystocele. The patient also has fatigue, rectal pain, trouble urinating, urinary frequency, urinary urgency, irritability and tension/anxiety, dry vaginal mucosa, muscle aches, and muscle weakness. It was stated that on date of additional information the patient has pain in both legs, pelvic area, and lower back. The patient pulled their wires out on (B)(6) 2016, however, they are happy with the trial and had an excellent response with more than 50% improvement. It was noted that the patient had the urge to void and was even having some accidents until the electrodes were pulled out, and they would like to proceed with the full procedure.